Event description:
Spontaneous, home health rn (registered nurse) (B)(6) reported pt pump is making squeaking noise, and giving error messages to return to manufacturer. Tried various troubleshooting measure¿s including re-threading tubing, and changing batteries, but still malfunctioning. Pt will use old pump that has not been returned yet to finish today's infusion. We will send patient a new pump. Serial number (B)(6). No interruption to therapy, no adverse event reported and defective pump is available for return. Reported to (B)(6) by: health professional.